Manufacturer narrative:
Brand name updated and cat # updated with new information found, once samples were received. Updated medical device catalog # = 320157. Cat # was originally unknown, however samples have been received and the correct cat # has been identified. The manufacturer has been updated to reflect the updated cat #. The correct manufacturing location is in (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Cat# 320179 was reported by customer, however this cat# can not be found as a valid bd product #. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that after using an unknown bd¿ insulin syringe, while attempting to re-cap the syringe, the nurse received a dirty needle stick. The nurse received post exposure lab work.

Manufacturer narrative:
Investigation summary: customer returned six 4mm, 32g pen needles (one open without the tear drop label or outer cover, five sealed in a sealed poly bag) from lot # 6166522. Customer states that there was a needle stick injury after injecting insulin and recapping the pen needle. The open pen needle was examined and exhibited the patient end of the cannula through the inner shield. Since the cannula was through the shield, exposing the cannula, a needle stick could occur. All sealed samples were examined and no cannula through the shield was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. CAPA 131809 raised for needle through shield issue. Investigation summary: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: root cause of this issue was incorrect loading of the shield to the hub at the shielding station.